Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. According to the IFU, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that the patient's primary controller was no longer compatible with any monitor. There was no damage noted to the controller or the data port connector. The user denied applying excessive force when connecting the monitor to the data port. The controller had not been dropped or sustained any damage. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector. Further analysis revealed that the power port locknut was found loose internally. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose power connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.